Manufacturer narrative:
On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that a site's navigation system was exiting unexpectedly even when power cord was connected. In trouble-shooting, tried a different outlet with same the issue. The medtronic representative discovered a prong was loose and corrected it. Issue resolved. There was no patient present when this issue was identified.